Event description:
Reportedly, the home monitor could not be paired (B)(6) 2016. Eventually, the home monitor could be paired on (B)(6) 2016, and a remote report was scheduled and transmitted without any issue on (B)(6) 2016. Preliminary analysis results showed that the reported behavior was most probably linked to an issue at landline level.

Manufacturer narrative:
(B)(4).

Event description:
Reportedly, the home monitor could not be paired between 14 and 16 december 2016. Eventually, the home monitor could be paired on 16 december 2016, and a remote report was scheduled and transmitted without any issue on 29 december 2016. Preliminary analysis results showed that the reported behavior was most probably linked to an issue at landline level.